Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture / link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Attachment: user medwatch report #mw5144965.

Event description:
User facility medwatch report received that states: "describe event or problem: suture malfunction on proglide closure system; 6f proglide, abbott, (B)(6). Device thrown away in operating room during case. No harm to patient another opened and used." Additional information: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary interventional procedure using a 6f sheath. Reportedly, a suture break occurred. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.